Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the ventilator could not be operated. The patient needed to be manually ventilated with a resuscitation bag and the device was replaced. The patient was hospitalized. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's faulty system board and blower assembly needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the ventilator could not be operated. The patient needed to be manually ventilated with a resuscitation bag and the device was replaced. The patient was hospitalized. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's faulty system board and blower assembly needs to be replaced to address the issue. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b and type of reported complaint in box h has been updated/corrected in this report.